Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a bowel resection procedure. The instrument was difficult to remove from the application site. The surgeon manually manipulated the device open and completed the procedurre. The hosp has reported that no pt injury occurred.